Event description:
After a few days of using this catheter, there was a hole in the lumen of the catheter.

Manufacturer narrative:
An investigation has been initiated. When the investigation is complete a supplemental report will be submitted.